Event description:
A customer observed non-repeatable positively biased total b-hcg results on a pt sample. The biased result was not reported to the physician. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product, and a potential death or serious injury. The investigation showed that the results did not match multiple repeat test results of the same sample. The customer is performing appropriate analyzer maintenance, and no instrument malfunctions were identified. Qc results were acceptable on the days of testing. Calibration data was also acceptable. The root cause of the event is unknown.